Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-02315. The pt received her scs system, including an ipg and a percutaneous lead, on (B)(6) 2005. It was reported the pt can no longer feel any stimulation from the scs system. Diagnostic testing of the lead found unacceptable impedances. In addition, the pt is not able to recharge the ipg. The pt is continuing to work with her physician to determine the next course of action. No further pt complications were reported as a result of this event.